Event description:
Physician reported "for left device, deformity with pain diagnosed via ultrasound and by touching and capsular contracture baker grade IV. Device has been explanted and was not replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported "for left device, deformity with pain diagnosed via ultrasound and by touching and capsular contracture baker grade IV. Device has been explanted and was not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ deformation device and wear abrasion observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Health effect - impact code 4: f15. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported "for left device, deformity with pain diagnosed via ultrasound and by touching and capsular contracture baker grade IV. Device has been explanted and was not replaced.